Manufacturer narrative:
(B)(4). Baxter contacted the patient regarding the system error 2240 alarm. The patient stated that she was ok and was able to continue therapy. The patient stated the alarm did not clear but she started over with new supplies. No sample was available. This complaint for a system error 2240 (air in set) that occurred during fill 1 was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.

Event description:
A customer contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that occurred on the home choice (hc) machine during patient use. The home patient (hp) was connected to the machine at the time of the alarm and did not disconnect. The technical service representative (tsr) explained the se 2240 indicates air entered the set up and had her cycle power to clear the alarm. The tsr reviewed proper procedures per the user manual. There was patient involvement. There was no patient injury or medical intervention associated with this event.